Event description:
The customer reported biased tsh results on multiple occasions on the vitros eci analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No biased pt results were reported, and there was no report of pt harm as a result of this event.